Event description:
Multiple falsely depressed total bilirubin results were obtained on patient samples. The results were reported to the physician. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed total bilirubin results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed total bilirubin results is user error. The wrong calibrator values were used to calibrate the assay.